Event description:
N/a.

Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was returned for evaluation. The unit had rotational and vertical movement in the lock which caused the unit to fail multiple specific functional tests. The DHR documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3059 mayfield composite series skull clamp was somewhat loose where the two pieces join. There was no known patient injury nor delay in surgery.